Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in reader. Customer reported receiving readings of 44 mg/dl, 68 mg/dl, 92 mg/dl, 44 mg/dl, 130 mg/dl and 356 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader passed the built in reader test. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in reader. Customer reported receiving readings of 44 mg/dl, 68 mg/dl, 92 mg/dl, 44 mg/dl, 130 mg/dl and 356 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.